Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018 philip's technical services recommended that the customer replace two of the solenoids in the unit. The customer replaced the defective auto zero solenoids 3 & 4 to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a proximal pressure auto zero failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.